Event description:
Patient was revised to address infection. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The MDR decision has now been reversed and all products reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The patient was originally implanted in (B)(6) 2012 and revised for infection in (B)(6) 2013. It is not likely the devices contributed to the patients reported infection more than 8 months post implantation. From a medical perspective, based on the available information, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There is an allegation was previously reported. Added lawyer and law firm. Updated patients dob, doi and dor.